Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The catheter was noted to be broken. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The catheter was noted to be broken. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on march 06, 2018. According to the complainant, during the procedure, the balloon burst. The catheter was noted to be broken. It was also reported that no part of the device detached inside the patient. The procedure was completed with another nephromax balloon catheter.

Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device revealed a small circumferential tear in the balloon material approximately 47mm distal to the proximal balloon bond. It was noted that the tear extended circumferentially on the balloon material for approximately 9mm. A visual and microscopic examination found no issue with the markerband that may have contributed to the complaint incident. No damage or any issues were noted along the length of the device shaft during tactile examination as well. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, there was no evidence that the device was used in a manner inconsistent with the labeled indications.